Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1q1, ICD, implanted: (B)(6) 2014; 429888, lead, implanted: (B)(6) 2014; 5076-58, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due to dislodgement as evidenced by no pacing capture. No patient complications have been reported as a result of this event.